Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged visualization of particles and also having cough. The device was returned and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer previously incorrectly reported the initial report as no harm. The manufacturer received additional information alleging the patient also having cough. The medical intervention was not specified.